Manufacturer narrative:
(B)(4) captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Loss of capture was also noted. There was a concern that the outer coil of the lead had fractured. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.